Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had been hospitalized for a pd related infection. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse indicated the patient was hospitalized with peritonitis. Details surrounding the patient¿s hospital course, (including hospitalization dates, pd culture results and treatment), would not be provide for confidentiality concerns. However, the nurse stated this event was not related to any issues with fresenius products. The nurse provided the patient overall has poor hygiene and infection control practices with report that the patient does not adhere to wearing a mask (during the pd exchange). Additionally, the patient does not adhere to handwashing and cleaning the pd catheter (not a fresenius product). Therefore, the peritonitis was attributed to patient non-adherence to infection control.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. While limited information was provided, it was reported by the pd nurse that the peritonitis event was directly related to poor patient hand hygiene, poor infection control with wearing mask and care of the pd catheter (not a fresenius product).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On 10/jun/2022, it was reported that this patient on peritoneal dialysis (pd) had been hospitalized for a pd related infection. There were no reported allegations that the pain/peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse indicated the patient was hospitalized with peritonitis. Details surrounding the patient¿s hospital course, (including hospitalization dates, pd culture results and treatment), would not be provide for confidentiality concerns. However, the nurse stated this event was not related to any issues with fresenius products. The nurse provided the patient overall has poor hygiene and infection control practices with report that the patient does not adhere to wearing a mask (during the pd exchange). Additionally, the patient does not adhere to handwashing and cleaning the pd catheter (not a fresenius product). Therefore, the peritonitis was attributed to patient non-adherence to infection control.